Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single pt sample that was generated by the access 2 instrument. A pregnant ER pt sample was tested for tbhcg and a "negative (-) result was obtained. The result was reported out of the lab. The doctor questioned the fetus health and the pt had an echography done which confirmed the baby is fine. On the next day, the customer re-tested the original sample diluted for tbhcg and the repeated result was 25,094miu/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: two levels of qc were within specification prior to and after the event. System check from 10/18/06 was within specifications. The specimen was collected into a 13x100, bd, vacutainer, plastic, sst tube and centrifuged at 2,500 rcf for 10 minutes at ambient temperature. Based on available information, customer was not properly mixing samples as they did not invert tubes following sample collection. In addition, samples were not allowed to clot for 30 minutes prior to centrifugation as per tube manufacturer's suggestions. A field service engineer (fse) was dispatched to the customer's lab on 10/27/06. The fse replaced all probes and peri-pump tubing. The fse checked and adjusted ultrasonics. The fse decontaiminated a substrate pump. The fse verified the instrument per established procedures. Although pre-analytical factors and hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.